Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock. Boston scientific technical services (ts) reviewed the reports and agreed that the patient was experiencing supraventricular tachycardia (svt) and therapy was inappropriate. Several atps were delivered, but the rhythm remained consistent. A shock converted the rhythm. Ts provided programming options to prevent inappropriate therapy from happening again. The device remains in use. No additional adverse patient effects were reported.